Manufacturer narrative:
Date of event: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(4), batch: 7087917 and 7087568.

Event description:
It was reported that during a routine follow up the patient was noted to have an infection at the ipg, implantable pulse generator, site. Cultures were taken and confirmed (B)(6) infection. The patient underwent an explant procedure of the ipg and two lead extensions, and was prescribed a course of antibiotics. The patient will continue to be monitored by the physician. No devices issue were identified, and the physician indicated that the infection is procedure related. The devices will not be returned for analysis as they were disposed of by the facility.